Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had an infection where the processor sits. The recipient was prescribed antibiotics which resolved the issue. Additional information regarding treatment details are not available. The recipient has resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing pus around the implant site. The recipient saw a physician and blood tests were ordered. The recipient has ceased device use.